Manufacturer narrative:
The clinic is closed due to government restrictions. They are hoping to be back up and running by end of january. There is no other information available at this time. The investigation is ongoing. Report 1 of 2, see related medwatch report numbers: 3011423170-2021-00009.

Event description:
The user facility reported a spark on the tip in mid treatment at 600 reps. Two tips were used. There was no patient injury as the tip was swapped immediately.

Manufacturer narrative:
The clinic is closed due to government restrictions. At this time, we are unable to obtain the product for evaluation. Should it be returned and evaluated, a supplemental report will be filed. Unable to confirm reported sparking or damage to tip as no product returned for evaluation. Based on the lack of information provided, no causal factors can be determined and no conclusions can be drawn. Report 2 of 2, see related medwatch report numbers: 3011423170-2021-00009.